Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 305167 and lot number 0143282. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two shelf boxes with samples were received for evaluation by our quality team. One box has forty three samples and the other box has fifty two samples for a total of ninety five samples. Ninety two of the samples came in sealed packaging blisters. A visual inspection was performed with a 10x magnifier lens and no foreign matter or any other imperfections were observed. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.

Event description:
It was reported that 2 needle 21x1-1/2 rb had foreign matter before use. The following was reported by the initial reporter: "it was reported via email: that customer received a lot where there appears t be dirt in the unopened packaging event description per attached email states: question ¿ we found needles that have dirt on them even though they are sealed ¿ they are bd precision glide needles, lot # 0143282. Do you know if there was a recall or anything? We went through a few boxes with this lot number and can¿t find it on all of the needles so I am not sure if it is only a few boxes which is weird but I have no idea what it would be so I am reaching out to see if you know!! Questions/inquiries: confirm patient harm and notate in event desc per attached statement above photos? Items available to return affected quantity"